Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had three issue with their right implantable neurostimulator (ins). The ins was turning off, depleting more quickly, and taking more time to recharge. The right ins had turned off by itself on (B)(6) 2016. The patient has not traveled at all, but the ins was recently switched to bipolar settings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.